Event description:
It was reported that this right atrial (ra) lead was suspected of fracture. Subsequently, the lead was capped. A new lead with the same model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was suspected of fracture. Subsequently, the lead was capped. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information indicated that the ra lead had impedance of greater than 3000 and lead safety switch to unipolar which are both indicative of a conductor or lead issue and confirmed the lead fracture.